Event description:
It was reported that during the early stages of a total laparoscopic hysterectomy, the bipolar fenestrated grasper (bfg) experienced inconsistent energy delivery. Sometimes when trying to deploy energy, the bfg would function as expected, while other times, no energy would be delivered. Troubleshooting consisted of checking all cable connections of the bfg cable itself as well as detaching the bfg, unplugging the cable from the bfg, reattaching the cable to the bfg, unplugging the cable from the ft10 and replugging the cable back into the f10. Additionally, the cable connections at the back of the ft10 were checked to be sure none of those connections were loose. When the issue did not resolve, the bipolar cable was replaced with a new one and that seemed to fix the problem. There was no visible signs of damage on the replaced bipolar cable. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.